Event description:
A report was received that the patient was experiencing pain. The patient had received a pain injection. It was still unknown if the pain was device related or not.

Manufacturer narrative:
Additional information was received that new pain was not device related.

Event description:
A report was received that the patient was experiencing pain. The patient had received a pain injection. It was still unknown if the pain was device related or not.